Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an excessive charge time and was at eol. The caller expressed dissatisfaction because 5 months ago the device was at bol. Technical services recommended immediate device replacement.